Event description:
It was reported that the patient's implantable neurostimulator (ins) was in simple mode and was showing that the voltage level was changing. The patient had gone from 3.09 volts to 3.30 volts and then to 3.06 volts. No adjustments had been made since the device was replaced on 5/15/2012. Measurements were done of the previous ins and the voltage rate never changed. Additional information has been requested, but was not available as of the date of this report. Reference MFR report # 3007566237-2012-01444 for related concomitant device event.

Manufacturer narrative:
Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(4) 2008, product type: implantable neurostimulator. Product ID: 37603, serial# unknown, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0444320v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).